Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 5atm within 5-seconds. Only the device was removed using normal method without any problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.